Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer over filled the cartridge and did not perform the air removal process. Customer continued to use the existing cartridge. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.